Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a nurse was helping a patient out of bed and found that the catheter had broken, with some of the catheter still in the patient's back. The nurse removed the remainder of the catheter, ensuring the tip was intact.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used catheter and connector, along with lidstock packaging were provided for evaluation. Visual evaluation of the sample showed the catheter to be torn in two pieces, approximately 14" above the tip of the catheter. The remainder of the catheter attached to the connector was pull tested per specification with passing results of 3.82 lbs. Although the catheter was observed to be broken, the defect was not confirmed to be related to the manufacturing process. Per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. The reported defect is most likely attributed to handling during the clinical application. The product is recommended to be used in accordance with the instructions for use (IFU) for kit and component warnings and cautions. B braun kits are packaged according to blueprint specifications while inspecting for any defects or deviations from drawing (e.g. Embedded particles, dirt, missing or incorrectly assembled parts, etc.). In addition, there are incoming, in process and final functional inspections performed during the manufacturing of components and finished good items. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.